Event description:
Follow-up was conducted and from the information that was obtained it was further reported that due to the atrial lead issue the fixed amplitudes were adjusted and the capture management was set to 'off'. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead was oversensing as the ar (atrial refractory) events were intermittently following the atrial pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652 implantable pacing lead - 2010 (B)(6). (B)(4).